Event description:
It was reported that pump displayed continuous glucose monitor error message and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on performing pump reset, completed reset with support, and after reset pump no longer displayed error message, with no further actions reported.